Event description:
I had to have a tooth in my lower jaw, front left side, removed due to it being cracked. My dentist suggested a titanium dental implant. Everything was fine with the implant until I received the crown. Literally, the next day, I developed a ringing in my left ear. It has not stopped since. I have decided to leave the implant there for now, but if it doesn't stop, I will have to have it removed. Unfortunately, within about 2 months, my right ear developed tinnitus periodically. My hearing has always been excellent, until now.